Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) atrial tachycardia (at) cardiac ablation procedure with a vizigo sheath and observed the hemostatic valve dislodged inside the hub. During the procedure, mapping was performed with the octaray catheter in the right atrium, while using vizigo short sheath. When the catheter was replaced, the hemostatic valve of vizigo short sheath was damaged. The physical abnormalities of the hemostatic valve was that blood leaked out / reverse blood was observed. The hemostatic valve dislodged inside the hub. The hemostatic valve function was useless, so the sheath was replaced with another new one. No patient consequence was reported. Additional information was received on 18-feb-2026. The sheath was being used on the patient. No air entered the patient¿s body. A few drops of blood were observed, but the exact amount was unknown. Additional information was received on 01-mar-2026. The brim cap/hub did not become detached from the sheath. No needle product was used with the vizigo sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).